Event description:
It was reported that connector luer lock c35j had foreign matter in the infusion bag. The following information was provided by the initial reporter: according to the customer¿s report, after preparation of erbitux, foreign matter was observed in the infusion bag. The customer is asking bd to identify from which component the fm was generated and investigate the cause.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/18/2021. H.6. Investigation: one protector attached to a vial along with one infusion spike attached to the infusion bag were returned to our quality team for investigation. The product was visually inspected, no foreign particles were observed inside the infusion bag. The liquid was filtered and again no particles were found. All samples were evaluated, no defects or damage observed on the protector, spike set, or the infusion bag stopper. The protectors fit securely to the vial, the needle on the protector penetrated the vial stopper properly, and no damage was found on any of the membranes. Fragmentation testing is performed during manufacturing according to procedure, to evaluate any particulates generated after ten activations. As a lot number was unavailable for this incident, a device history record review could not be completed. Based on the sample evaluation and given there are several factors that may contribute to coring, we are not able to identify a definitive root cause at this time.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that connector luer lock c35j had foreign matter in the infusion bag. The following information was provided by the initial reporter: according to the customer¿s report, after preparation of erbitux, foreign matter was observed in the infusion bag. The customer is asking bd to identify from which component the fm was generated and investigate the cause.